Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called in to contact a technical support engineer (tse) and reported a black left eye on the second surgeon side consoles (ssc). The customer confirmed that 2 sscs were present, and they could conduct surgery with the other ssc. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a black left eye on the surgeon side consoles (ssc), an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the high stereo resolution viewer (hrsv) (part# 952151-01/ serial# (B)(4) ) to resolve the reported problem. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis; however, failure analysis is not yet completed. A supplemental MDR will be submitted if any additional information is obtained. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to a black left eye on the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high-resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The high-resolution stereo viewer (hrsv) was analyzed and found to have an error 119 in the logs, which an indication "console hrsv low current ". The unit was installed on a monitor into the patient cart external interface board (pcx) x system and powered up with no image in the left eye.